Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown.  It was reported the device was not used past its expiry date. (B)(4) fiber tip detached. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a ureteroscopy laser lithotripsy for kidney stone procedure in the right kidney performed on an unknown date. According to the complainant, during the procedure, approximately 3mm of the laser fiber tip detached inside the patient. The laser fiber was removed from the patient and the detached tip was not retrieved. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be satisfactory.

Manufacturer narrative:
Additional information: the device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a ureteroscopy laser lithotripsy for kidney stone procedure in the right kidney performed on an unknown date. According to the complainant, during the procedure, approximately 3mm of the laser fiber tip detached inside the patient. The laser fiber was removed from the patient and the detached tip was not retrieved. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be satisfactory.

Manufacturer narrative:
Visual analysis of the returned laser fiber revealed that there was no exposed glass tip. The pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip was detached. There were burn marks on the fiber tip and a small hole on the body of the fiber approximately 2.0 mm from the distal end indicating that the fiber broke during use. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a ureteroscopy laser lithotripsy for kidney stone procedure in the right kidney performed on an unknown date. According to the complainant, during the procedure, approximately 3mm of the laser fiber tip detached inside the patient. The laser fiber was removed from the patient and the detached tip was not retrieved. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be satisfactory.